Event description:
A malfunction was reported, and technical support provided instructions to reset the pump. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the issue did not recur, and the customer was advised to continue using the pump and to contact support if the problem happened again.